Manufacturer narrative:
(B)(4) - returned patient sample tested. Patient sample and control data were returned for investigation. All controls were in range for the hbsag qualitative assay indicating valid calibration curves were used to test this patient sample. The patient sample (B)(4) generated repeat (B)(6) results using an in-house reagent kit of 1p97-30, lot 76504lf00. The repeat (B)(6) results were confirmed using the architect hbsag qualitative confirmatory reagent kit (1p98-25 lot 80666lf00). The cause of the (B)(6) results obtained by the customer for this sample remains unclear as during our investigation, using a retained kit of the same reagent lot, the customer's observation was not replicated. Additional testing was completed using a retained in-house kit of the architect hbsag reagent kit, lot 76504lf00. One set of commercially available hbsag seroconversion panels was run to assess the clinical sensitivity of the architect hbsag qualitative assay. The hbsag seroconversion panel results were reproducible and comparable to data generated historically. A review of manufacturing and complaint data did not identify any issues. No deficiency with the product was determined and no additional issues were identified during the investigation of this complaint. The customer was referred to the "specimen collection and preparation for analysis" and "limitations of the procedure" sections of the architect hbsag qualitative package insert.

Event description:
The customer stated a known hbsag carrier generated a nonreactive result on the architect (B)(6) qualitative assay. The sample was tested three times with results ranging from 0.76 s/co (16 nov), 0.95 s/co (17 nov) and 0.54 s/co (18 nov). The architect (B)(6) quantitative assay yielded reactive results of 0.14 iu/ml (17 nov) and 0.17 iu/ml (18 nov). The patient tested reactive on the architect (B)(6) and (B)(6) assays. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 1p97, architect (B)(6) qualitative, that has a similar product distributed in the us, list number 1l80, architect (B)(6). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process